Manufacturer narrative:
A review of the instrument service history revealed no contributing factors to the current complaint. Further investigation of the customer issue included a review of the complaint text, review of product historical data, device history record review and a review of labeling. There has been no subsequent contact from the customer regarding discrepant or erratic results. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends architect i2000sr processing module. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module, serial number (B)(4) was identified.

Event description:
The customer observed discrepant architect stat troponin-I results on one (B)(6) year old male patient. The results were provided: on (B)(6) 2020 I-stat result=0.0 ng/ml (positive cut off=0.07 ng/ml)/ repeated on architect troponin result=0.034 ng/ ml (positive cut off=0.028 ng/ml)/ repeated on I-stat=0.0 ng/ml. There was no reported impact to patient management.